Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation.  A review of procedural imagery provided showed the following: procedural imagery shows that the access vessels had presence of calcification and tortuosity; the right access vessel also had an undersized minimal luminal diameter (mld) of 5.3mm. Recommended is 5.5mm for a 14f esheath;  procedural imagery reveals that the crimped valve¿s inflow struts were bent; the crimped valve also has a profile that suggests it was outside of the sheath.  Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  All pv testing passed specification.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) review was unable to be performed as no work order was provided. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 ¿ october 2020 revealed additional similar complaints for the commander delivery system (all models and sizes) for delivery system withdrawal difficulty. Available information suggests that patient/procedural factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty was confirmed. A review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. Per the complaint description, ¿it was attempted to pull the delivery system out but was unsuccessful.¿ the presence of tortuosity, as indicated by the provided procedural imagery, can create a challenging pathway for the delivery system, which can lead to resistance during withdrawal through the sheath. Additionally, it is possible the damaged strut altered the profile of the valve, becoming more susceptible to catching vessel calcification and the damaged sheath liner, preventing retrieval of the valve through the sheath. Available information suggests that patient (tortuosity) and procedural factors (withdrawal of damaged valve) may have contributed to the reported event; however, a definite root cause cannot be determined at this time. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) and corrective/preventative actions are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14402 and 2015691-2020-14401.  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, there was resistance during delivery system insertion and the valve became stuck in the sheath. The entire delivery system was looped outside of the arterial system as it exited out the  side of the sheath.  It was attempted withdraw delivery system, but this was unsuccessful as the valve struts were bent.  A vascular surgery was immediately performed. The patient coded and died.  Per report, the cause of death was due to retroperitoneal bleed.